Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-58 lead, implanted: (B)(6)2001. (B)(4).

Event description:
It was reported that a warning was triggered due to low impedance on the right ventricular (rv) lead. The lead exhibited increased and high thresholds and an insulation breach was suspected. Also, the longevity on the implantable pulse generator (ipg) was not meeting expectations. The lead was reprogrammed and they are both planned to be replaced, but they currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was additionally reported that the device was approaching elective replacement indicator and was replaced. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.